Event description:
There was an allegation of questionable elecsys vitamin d total results for 1 patient on a cobas e 602 module. The initial result was 12.91 ng/ml. The result was questioned, and the customer tested the sample using mass spectrometry (waters manufacturer). The vitamin d2 result was 29.55 ng/ml, the vitamin d3 result was 5.21 ng/ml, and the total vitamin d result was 34.76 ng/ml, which were considered normal.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The patient's sample was requested for investigation; however, it was not available for investigation. The investigation did not identify a specific cause of the event.